Event description:
It was reported that the catheter balloon wouldn't inflate during an arteriovenous fistula graft. Dr removed & replaced with another of the same make & type to complete the procedure without further complications.